Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified multiple wires of the shaft to have fractured near the head. The head remains intact. The silicone sleeve is torn near the fracture. Cracks are present in the sleeve near the middle of the shaft. The connector has been scuffed and scratched. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon broke a flexible drill attempting to drill for a hip screw. There was no consequences or impact to the patient. It was reported that no further information is available.